Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient's implantable neurostimulator (ins) impedances were measured at 0.7 v at the time of report, that "instruction was received to re-measure at 1.5 v, but the cancel button was pushed." The results screen that followed then indicated some electrodes had impedances of 10000 ohms. However, because the cancel button was pressed, it was decided to re-measure the impedance values. Re-measurement at 0.7 v found that "the electrodes measured at 10000 ohms initially were then just under 5000 ohms." An alternate translation of the reported event indicated that re-measurement found the impedances to be "slightly over 5000 ohms." It was noted the "second measurement varied greatly" and that this was found to be "suspicious." There were "no" health hazards to the patient from the event. A supplemental report will be filed if additional information is received.